Event description:
The attorney alleges that the customer was hospitalized due to diabetic complications, including loss of consciousness and hypoglycemia. It was stated that her insulin dose was adjusted to control her blood glucose level. It was stated that her physician advised her that the insulin pump may be broken and she was recommended to go to the emergency room. It was stated that the customer claims suffering physical injury as a result of these events. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.